Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with lost sensor. The customer's blood glucose level at the time of incident was 200mg/dl. The customer states the pump is not communicating with the transmitter. Troubleshoot was conducted. The cannula was noted to be missing, and the customer states that there were no signs that the cannula ever inserted. The sensor is being replaced and returned for analysis.